Manufacturer narrative:
(B)(4).

Event description:
Two devices were involved in this patient use case. A hs1 device (serial number (B)(4)) on the emergency cart was not available for use when needed as the device did not have a battery or pads with it. The user is reporting the fr3 device (serial number (B)(4)) did not shock while in manual mode during a patient use event. The patient did not survive.